Event description:
It was reported that the screw was called for, rep went to the bin, pulled screw, gave to nurse who opened on the sterile field. Next day, ops team identified the expiration date and informed rep who immediately informed management.

Manufacturer narrative:
Device remains implanted. If additional information is received it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the event description indicates the locking screw to be primary product. No further associated products are reported. Review of the device history records of the locking screw reported did not indicate any deviations; the DHR contain a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by end of (B)(6) 2013. In the case presented an expired locking screw was implanted in a patient. The sterilization date was exceeded (expiry date july 31, 2013; date of implantation: (B)(6) 2013). Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. A medical consultation revealed that currently there is no medical intervention necessary in this case and a risk for the patient is not to be expected. The expiry date is a theoretical date which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. Nevertheless, the expiry date of the reported locking screw should have been noticed prior to surgery. Thus, evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to off-label use. Device was not returned.

Event description:
It was reported that the screw was called for, rep went to the bin, pulled screw, gave to nurse who opened on the sterile field. Next day, ops team identified the expiration date and informed rep who immediately informed management.